Event description:
It was reported that a revision surgery was performed due to a displacement of patellar component.

Manufacturer narrative:
The complaint devices were returned and evaluated. A lab analysis conducted during this investigation noted that devices showed wear and deformation of the patella and fractures of both the patellofemoral and the hinge. Sem analysis found that the fracture of the pfj likely initiated on the anterior surface and propagated towards the posterior area. The fracture of the hinge likely initiated at the distal region and propagated towards the proximal region. The insert showed signs of wear, scratching, and indentions which could have been caused by explantation. The causes of the wear and discoloration of the patella, fracture of the pfj, and removed material from the pfj could not be identified from this investigation. Additionally, all of the components of the legion hinge knee system were not returned for investigation. Therefore, the causes of failure could not be determined. Our investigation including a review of the manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history found no prior complaints for this failure mode with the same batch number. Our clinical analysis noted that based on the provided x-ray images, the root cause could not be concluded and it is unknown if the simultaneous use of the components which are not indicated to be used together had an impact. However, the reported intra-op findings (severely worn patellar pe/exposed ring and broken pfj component) were likely contributing factors to the patient¿s symptoms and reported metallosis. It is unknown why there was a 2 month delay in the scheduled and actual revision date and if trauma history was involved. No further medical assessment is warranted at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.